Manufacturer narrative:
The implant was removed without incident, and no visible defects were observed. A fusion plate was implanted.

Event description:
It was reported that the patient had non-specific wrist pain, and difficulty executing flexion. The patient reportedly wanted the implant removed and have a wrist fusion.